Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7075373/7075380. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 25871635.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty holding a charge of the ipg. The patient was also having discomfort across the low back with numbness and tingling sensations on the legs. The patient underwent an explant procedure, and all explanted devices were not returned.